Event description:
It was reported that the device was explanted due to eri status approximately 68 months after the implantation. No adverse patient events were reported. Should additional information be received, this file will be update.